Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70 , serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing loss of pain relief. The patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively. The explanted devices were not returned per hospital policy.